Manufacturer narrative:
Failure analysis noted that the pump had blank display due to corroded electronic and motor assemblies. The pump had cracked case at the lcd window, reservoir tube and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 90 mg/dl at the time of incident. The customer stated that she accidently went into the pool with the pump on. The pump was not working and had fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.